Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 16mm synergy drug-eluting stent was advanced for treatment but the device failed to cross the lesion. After several attempts, a guidezilla was used to provide additional support. The stent was again unable to cross the lesion and after removal from the body, it was noted that the stent was dislodged from the stent delivery system. The stent was located outside the body in a piece of gauze. The procedure was completed with a different device and no patient complications were reported.